Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose value was 53 mg/dl at the time of incident then went to 75 mg/dl after eating and current blood glucose was 110 mg/dl. Customer reported they had lows for just a few minutes. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they did not alleged insulin pump was over delivering. The devices will not be returned for analysis.